Event description:
Healthcare professional reports end user received injury to her right thumb while using direct check quality control. Customer reported the protective sleeve provided was not used. The protective sleeve is provided for use when control vials are activated. No report of serious injury, or administration of medical treatment. Medical safety data sheet provided to customer. Directcheck does not contain human blood products.

Manufacturer narrative:
(B)(4): device history record was reviewed. No ncmrs, complaint trends identified. A CAPA was completed for directcheck. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. No product returned. Results: record eval completed. Product met all release criteria. Conclusion: user error may have contributed to alleged event. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.